Event description:
It was reported that there were high impedances with the value not specified. The diagnostic testing and troubleshooting performed was impedance testing and x-rays. When reconnecting the lead, the physician noticed the screw on the implantable neurostimulator (ins) was loose. When tightening the screw, the physician also noticed that the lead port was a little bit too short; the lead did not fit perfectly. The screw was tightened and impedances were checked. Although the electrode seven was not working now, everything else was working perfectly and fortunately the patient did not need electrode seven. Everything was now okay. The product issue was resolved. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).